Manufacturer narrative:
H10: to date, the customer has not accepted service or repair from philips service, therefore the final disposition of the device in not known. Multiple follow-up attempts have been made by service for customer update. At this time, it is considered customer has declined service. This file will be closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer reporting a 35 volt (v) failed message occurred on the v60 ventilator. The device usage was not provided, and therefore is unknown. There was no report of harm or other patient/user impact. The device did not meet specification for intended use and was removed from service. The customer verified diagnostic code 111b (35 v supply failed) in the device event log indicating three consecutive measurements of the 35 v supply was less than 32.85 v or greater than 40.15 v two seconds after startup.

Manufacturer narrative:
H10: e1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the customer failed to accept the service proposal prior to expiration, however they opened a new service case for reissuance of the service proposal. The customer accepted the new proposal and onsite service was dispatched. A philips field service engineer (fse) evaluated the device and reported the device was not in clinical use when the issue of 35volt (v) failed message occurred. The fse determined the fault was due to a failing motor control (mc) printed circuit board assembly (pcba) and replaced the mc pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.